Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first installed in the device on the 5th february 2009 and performed to specification up to the 13th november 2011. The device fails several self-tests due to a low battery on the 20th and 29th november 2011. An increase in voltage then suggests a further pad-pak was installed. Multiple manual power ups of 10 minutes duration were observed in the device memory between the 24th april 2016 and the 12th may 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.